Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side severe pain and swelling. Ultrasound found fluid around the implant. The device remains implanted.

Event description:
Patient reported left side severe pain and swelling. Ultrasound found fluid around the implant. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and noted the device weighed 332.39 grams. Visual analysis observed crease fold and deformation on the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional information: b5, d1, d2, d4, d7, g1, g3, g5, h4, h6.